Manufacturer narrative:
(B)(4). Date sent: 9/9/2016. Batch # n91x28. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 13 conforming clips; however, the clips were fed intermittently; after that, the device would not feed the remaining clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. In addition, 2 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported no clips in the device upon opening. Unknown how case was completed. There were no adverse consequences for the patient.